Event description:
User had great difficulty loading the reload cartridge into the device. Once loaded the device misfired into the bowl after several attempts to fire with no results.

Manufacturer narrative:
The investigation yielded two possible causes that may have led to the issue. One possibility is a problem with the reload cartridge itself. There may have been a flaw in the cartridge making it difficult to load and subsequently misfire. Sterilmed does not supply reload cartridges with reprocessed open linear staplers. Another possibility lies within the device. When the release button is pushed the closing handle trigger should return to its normal position. This action is designed to bring the lower jaw of the device down into the correct position to accept a reload. If the lower jaw is not completely into position a reload can be forcibly loaded into the device, however it will not be seated properly. If this is the case the retaining pin will not seat properly into the anvil and can result in improperly formed staples. During the sterilmed investigation the jaws returned to their normal position without incident.